Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer verified the customer complaint and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcb. The unit then passed all performed testing.

Event description:
It was reported that the ventilator had a loss of communication. There is no reported patient involvement associated with this event.